Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of electrocardiograms (egms) revealed noise and non sustained right ventricular oversensing which upon review was determined to be due to myopotentials amplified by the low frequency attenuation filter (lfa). Recommendations were made to bring in the patient for programming changes and testing. No further information is available at this time.